Manufacturer narrative:
H.6. Investigation: this statement summarizes the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0270570. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Investigation and testing were performed on the batch numbers provided. The complaint was unable to be confirmed. A trend was identified for false positive results. Based on the trend, CAPA#1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. The customer stated the staff members tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to physician. Staff members were sent home to quarantine for 10 days. Eua # (B)(4)

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 3 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. The customer stated the staff members tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Results were reported to physician. Staff members were sent home to quarantine for 10 days. Eua # (B)(4).